Event description:
It was reported by repair work order that the litter was leaning and could not hold weight due to the cross tube being out of socket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.